Manufacturer narrative:
The investigation was completed by our experts with the following results. The log file analysis performed by siemens local service at the concerned site showed that the dead man grip (dmg) was active. This was also displayed to the user with a warning message. When the system detects an active signal from the dmg, all system movements become unavailable. Further investigation showed that a monitor in the control room would constantly press on the dmg button on the control module. Once siemens engineer moved the monitor away from the button, the system worked as intended. Thus, operator's error was determined as a root cause of the reported issue. There were no further issues as described in the complaint description and the system works as intended.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the system was moving slowly. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.